Event description:
Young adult female taken to or for laparoscopic cholecystectomy. During the procedure, a side button from the 12mm blunt tip trocar broke off the device and nearly fell into patient. The surgeon was able to pull out the trocar and broken piece. No injury to patient. Surgeon obtained another trocar and case proceeded. Procedure completed with no further issues.====================== health professional's impression======================a button broke off of the device while in use